Manufacturer narrative:
Follow-up to MDR 3016798778-2026-00003, submitted on 08-jan-2026. This submission provides information obtained on 20-feb-2026 through an investigation of log data. The report that the twiist automated insulin delivery (aid) system did not recommend a bolus when the user's glucose was elevated could not be investigated due to the absence of the applicable console, app, and dosing decision log data from the timeframe of the event. However, this event is not being reported to the FDA as a device malfunction because the twiist aid system's ability to calculate the appropriate amount of insulin to deliver to a user is determined by input from their continuous glucose monitor (cgm). It was reported by the user that their cgm was reading 70-80 mg/dl lower than the blood glucose value obtained in the emergency room, which would have impacted the twiist aid system's dosing of insulin to the user and bolus recommendations. Pump log data confirmed that the basal rate was adjusted as expected to the user's cgm values, and that the delivered volumes of insulin matched the owed volumes. Therefore, the twiist aid system appeared to function as intended. Pump log data also confirmed the reported line blocked alarm. The data leading up to the alarm does not indicate an issue with the pump or cassette. Although a specific cause for the alarm could not be determined in the absence of returned product, the user successfully resolved the line blocked alarm with the same twiist cassette, and the alarm did not recur. Based on the information available for assessment, a correlation between the line blocked alarm and the user's symptoms could not be confirmed. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. Per an established quality agreement, ICU medical was previously notified of the potential involvement of the cleo 90 infusion set in this reported event. The current version of the twiist automated insulin delivery system user guide provides information about system alarms, including the line blocked alarm, and the recommended actions associated with them. This guide also explains the inputs to the system's bolus recommendation and instructs users to always have a backup insulin therapy plan ready.

Manufacturer narrative:
A specific cause for the reported event could not be determined with the information available for assessment. No material was returned for investigation and no log data is available from the timeframe of the event; therefore, system functionality cannot be verified at this time. However, this event is not being reported to the FDA as a device malfunction because the twiist automated insulin delivery (aid) system's ability to calculate the appropriate amount of insulin to deliver to a user is determined by the input from their continuous glucose monitor (cgm). It was reported by the user that their cgm was reading 70-80 mg/dl lower than the blood glucose value obtained in the emergency room, which would have impacted the twiist aid system's dosing of insulin to the user and bolus recommendations. The reported line blocked alarm could not be confirmed in the absence of log data. The line blocked alarm is in place to alert the user that insulin is blocked from being delivered, which may occur due to a kink in the infusion set tubing or at the infusion site. Although a specific cause for the alarm could not be determined, the user successfully resolved the line blocked alarm with the same cassette, and the alarm did not recur. Based on the information available for assessment, a correlation between the line blocked alarm and the user's symptoms could not be confirmed. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc, from senseonics, inc. On 09-dec-2025 and forwarded to millyard advanced medical products, llc on the same day. The user reported changing their cassette and infusion set tubing the evening of (B)(6) 2025. Before going to sleep, the user noticed their glucose rising; however, a correction bolus was not recommended by the twiist app. At 3am on (B)(6) 2025, the user reported nausea, vomiting, and elevated ketones, with a glucose value greater than 300 mg/dl. The user also reported a line blocked alarm that they were able to resolve successfully with the current cassette. The user was driven to the emergency room (ER) and their glucose was found to be 324 mg/dl despite the user's eversense continous glucose monitor reading 70-80 mg/dl lower than their blood glucose. Intravenous fluids were administered, and boluses of insulin were provided via the twiist pump. The user was not admitted and was not diagnosed with diabetic ketoacidosis. The user remains ongoing on the twiist automated insulin delivery system.